Event description:
Pt experiencing pain and swelling at site of previous internal fixation of fx left hip. On 3/21/96, pt underwent procedure to replace plate that had held hip in place. The 3 screws holding the original plate broke. Screws and plate were removed and the hip re-fixated. Pt tolerated procedure well.